Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG electrode fall-off testing. Upon evaluation, the trunk cable connector was cracked and the brown (-5v) wire was open inside the trunk cable. The cause of the incoming test failure is the damaged connector and wire. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.